Manufacturer narrative:
No low reservoir alarm noted. No button error alarm noted. All buttons functioned properly; however the insulin pump had moisture on keypad traces. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and cracked case at display window corner.

Event description:
The customer reported via phone call that she received a low reservoir alert and when trying to clear it, the insulin pump alarmed button error. Blood glucose value was 62 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.